Event description:
This report is linked to mfg report numbers: 3004608878-2022-00082, 3004608878-2022-00083, 3004608878-2022-00084, 3004608878-2022-00085, 3004608878-2022-00086, 3004608878-2022-00087. A facility reported that they were having issues with their new mayfield skull clamp (a1059) slipping during surgery even though it was locked. Additionally, they stated that there is a mechanism (customer describe as "washers") that loosens over time, and the locking mechanism does not function properly. There was no patient injury or surgical delay.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. Unit received with the lock having rotational and lateral movement and a residue buildup was present. General maintenance performed and new components were added to replace worn internal parts to resolve all issues. Root cause - complaint confirmed via inspection of the unit. There was movement in the locking mechanism and the unit required replacement of worn components due to routine use and wear. Unit is beyond integra's 7 years recommended life cycle (manufactured in 2012). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.